Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer did not open. The field service engineer (fse) found that the main full-height (fh) drawer 6 was unresponsive. The drawer was removed, and it was discovered that the magnet was missing from the inseparable. The inseparable was replaced. The customer was able to recover the drawer successfully. A final test was run on drawer 6, and it passed successfully. All drawers and slides were tested to ensure proper functionality. The top cover was opened, and connections in the electronics drawer were checked. Dust under the top cover was removed. Proactive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main fh drawer 6 would not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.